Manufacturer narrative:
The t:slim pump user guide instructs the user to only use the syringe and needle provided by tandem to fill the cartridgeno product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. There was no impact to the customer's blood glucose level. Reportedly, the customer stated that pens were used to fill cartridges.